Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture did not capture the artery. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 16f and the aaa procedure was completed. The successfully pre-placed sutures of the two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and trained in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture retrieval issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.